Event description:
It was reported that the device would not complete the boot-up cycle on ac or dc power. There was no patient use associated with the event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. Physio is currently in the process of repairing the device and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.